Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process; the malfunction did not recur, and the customer was advised to continue using the pump but to report back if the issue reappeared.